Manufacturer narrative:
A siemens fse (field service engineer) was not dispatched to the customer site to evaluate the instrument. Siemens technical communications held a conference call with the lis vendor and discussed the issue. The lis software was corrected by the seacoast laboratory data systems inc. (The manufacturer of the lis system). The lis is performing within specifications. All siemens instruments are performing within specifications. No further evaluation of the devices is required.

Event description:
The seacoast laboratory data systems inc. Lis (laboratory information system) reported 1 incorrect result. The incorrect result was a false positive rubella g on (1) patient sample and not reported. The lis vendor was made aware of the software malfunction and made the necessary corrections to their code. There were no reports of adverse health consequences or known patient intervention due to the discordant rubella g result.